Manufacturer narrative:
Concomitant medical products: dtmb1qq crt-d, implanted: (B)(6) 2018; 429888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no atrial activity on the current electrogram (egm), with unknown etiology. It was also reported that there was t-wave oversensing (twos). The atrial and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.